Event description:
It was reported that this implantable lead was removed from service due to an unspecified performance issue. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.